Event description:
During the evaluation of a returned spectrum infusion pump, 15 occurrences of "system error 105" alarm were identified in the event history log. Any patient involvement, injury or medical intervention is unknown since these items were found during evaluation of the device. No additional information is available

Manufacturer narrative:
Manufacturer reference no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The identified "system error 105" alarms were confirmed through the event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The input/output printed circuit board assembly was replaced. Additional investigation revealed that "loose screws" also contributed to the "system error 105" alarms found in the history log. The mechanism sub-assembly was replaced to correct this issue.